Event description:
The manufacturer was informed that on (B)(6) 2022, a perceval sutureless aortic valve pvs23 was implanted on in the patient. Reportedly, the valve was explanted on the same day due to pvl that was occurred in rcc. Another pvs23 was implanted instead. Based on the further information received, there was no impact on the patient, patient remained stable through the procedure and is doing well. There was no anormal geometry in the patient's annulus. This was an isolated procedure. 40 minutes was added to the procedure as a result of this event.

Manufacturer narrative:
Since limited information is available and the valve was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on (B)(6) 2022, a perceval sutureless aortic valve pvs23 was implanted on in the patient. Reportedly, the valve was explanted on the same day due to pvl that was occurred in rcc. Another pvs23 was implanted instead. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1209 perceval heart valve at the time of manufacture and release. Manufacturer is following up with the site to retrieve further information regarding the event and the device involved. A follow up report will be provided upon receipt of any further information.